Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was not reproduced. The alarms were confirmed during a review of the event history log. Evaluation found the downstream pressure plate gap was out of specification, causing the false downstream occlusion alarms. The downstream pressure plate gap was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.